Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that it was impossible to press any button on the insulin pump. Customer's blood glucose was 6.2 mmol/l. Troubleshooting did not occur for the insulin pump. The insulin pump will be returned for analysis.